Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the issue resolved on its own during call. The pump began charging using the tandem wall adapter and charging cable.